Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 4 and 24 hours. Patient reported the infusion site to have been painful and had an abscess. The patient was taken to the hospital and diagnosed with infection. The patient was treated with IV (intravenous) antibiotics.

Manufacturer narrative:
Supplemental report was created due to new information provided by the patient, please see the follow changes: b5 changed from old: "it was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 4 and 24 hours. Patient reported the infusion site to have been painful and had a abscess. The patient was taken to the hospital and diagnosed with infection. The patient was treated with IV (intravenous) antibiotics." To new: it was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 4 and 24 hours. Patient reported the infusion site to have been painful and had a abscess. The patient was taken to the hospital and diagnosed with cellulitis/ staph infection. The patient was treated with IV (intravenous) antibiotics and had surgery to take out graft is waiting for a new graft. The patient was in the hospital for 10 days and went to rehab for 23 days. Added new code h6 health effect - clinical code: e172002.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 4 and 24 hours. Patient reported the infusion site to have been painful and had a abscess. The patient was taken to the hospital and diagnosed with cellulitis/ staph infection. The patient was treated with IV (intravenous) antibiotics and had surgery to take out graft is waiting for a new graft. The patient was in the hospital for 10 days and went to rehab for 23 days.